Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27march2019. (B)(4). No phone number provided. The service engineer (se) inspected the device. The se also found the top cover had cracks. The se replaced the power switch overlay and top cover and the ventilator passed all testing.

Event description:
It was reported that the ventilators light emitting diode (led) went off. No patient involvement. Event date not specified, estimate used.